Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the capsular contracture that the patient experienced was a baker grade iii. Mentor also became aware that the patient experienced unacceptable cosmetic appearance and wanted to have bigger implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: (left) 350cc mentor memorygel breast implant catalog: 3503501bc, lot: 6690188, sn: (B)(4). On 7/24/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be ruptured. No additional anomalies were observed. The second product received is a concomitant device, no further analysis is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Capsular contracture in the patient¿s breast is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants, suffered right side breast capsular contracture; baker grade ii-IV, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (right) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 7698374 sn: (B)(4) and (left) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 7703096 sn: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4).